Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having unexplained high blood glucose of 360 mg/dl, 480 mg/dl and 500 mg/dl, which were treated with bolus delivery. Customer had symptoms of nausea, fatigue, and heart palpitations. Customer reported of changing infusion sets and inquired of infusion set had a recall. Customer was advised that there were not recalls on products. Customer declined further troubleshooting due to not feeling well.